Manufacturer narrative:
No patient information as no patient was involved in this concern. RMA issued for replacement. The device is single use and will not be returned. While no patient harm was alleged, this issue is being reported because a biopsy guide that will not lock could move during surgery without the surgeon noticing, which could result in inaccurate navigation.

Event description:
A site representative reported a biopsy guide that would not lock down. No patient present.